Event description:
It was reported that the patient had advanced ischemic cardiomyopathy post-coronary artery bypass graft (CABG) and multiple percutaneous coronary interventions (pcis) with extensive residual multivessel disease and cardiac resynchronization therapy defibrillator (crt-d) dependence, with recurrent 2026 admissions for decompensated heart failure and hypotension progressing to mixed (cardiogenic ± septic) shock and low-output state requiring inotropes/vasopressors. The patient underwent left ventricular assist device (lvad) implantation on (B)(6) 2026, complicated by early cardiac tamponade causing hypotension and low pump flow; emergent reopening revealed about a 50 ml clot compressing the right ventricle (rv) with right-sided bleeding, and surgical evacuation was achieved immediate hemodynamic improvement with good rv function. The patient was initially stable and weaned off inotropes post-lvad but subsequently developed gram-negative bacteremia with right lower zone hospital-acquired pneumonia (hap), leading to septic shock, type 2 respiratory failure, acidosis, and hyperkalemia, with worsening hypotension requiring triple inotropes from on (B)(6) 2026. The reopening on (B)(6) 2026 showed minimal clot and no hemodynamic improvement, with persistent hypercapnia, poor lung compliance, and difficult ventilation; pre-operative bloods demonstrated marked leucopenia (wbc 0.62). Despite escalation to veno-venous extracorporeal membrane oxygenation (vv ECMO), the rv remained distended with poor contractility and inadequate flows, necessitating conversion to right ventricular assist device (rvad) with an oxygenator and cytosorb. Although flows improved to more than 4 l/min, the patient remained profoundly hypotensive (blood pressure 50¿60s) despite high-dose vasopressors, consistent with refractory septic shock and severe rv failure. Post-operatively, the patient further deteriorated with refractory multiorgan failure, including severe acute kidney injury (aki) requiring continuous renal replacement therapy (crrt) with persistent hyperkalemia and metabolic acidosis, disseminated intravascular coagulation (dic) requiring a massive transfusion, rhabdomyolysis, septic encephalopathy with anisocoria (intracranial pathology not excluded), and persistent respiratory failure with difficult ventilation. Overall, he remained in refractory septic shock with multiorgan failure despite maximal support. Given progressive deterioration and poor prognosis, goals of care were discussed with the family, and withdrawal of care was agreed. The lvad was deactivated, and the patient demised on (B)(6) 2026 (coroner¿s case). It was the lvad appeared to function as intended. The event was assessed to be not device related. The patient¿s deterioration was consistent with underlying disease progression and treatment-related complications including: advanced ischemic cardiomyopathy with severe biventricular failure, post-operative complications like early cardiac tamponade and right ventricular (rv) dysfunction, gram-negative septic shock secondary to hospital-acquired infection, and refractory multiorgan failure (aki requiring crrt, dic, respiratory failure, and encephalopathy).

Manufacturer narrative:
H6: additional codes hemodynamic instability - e2343. Cardiogenic shock - e233601. Metabolic acidosis - e1213. Renal failure - 130501. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. The suspected thrombus could not be confirmed through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from 01jun2026. Low flow hazard alarms were captured throughout the file. An intentional pump stop was captured at 19:42:31, the driveline was disconnected at 19:47:15, both power cables were disconnected by 19:47:48, and the system controller shutdown sequence was initiated at 19:47:51. The observed events appeared to be consistent with the reported withdrawal of left ventricular assist device (lvad) support. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal dysfunction), pump thrombosis, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, under "right heart failure", also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.